Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 13481 was returned and analyzed. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for nine injections. The balloon catheter passed the performance test with a lab catheter as per specification. The dissection and pressure test showed a guide wire lumen kink 1.2 inches from the tip of the catheter. The dissection also showed a minor kink at the pull wire beside the service loop. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.